Event description:
It was reported that "after I received one of my branch anchor-c sets back from the field, I began checking it in/replenishing it when I discovered that the 6 mm inserter had a bent tip. I then tried to load a 6 mm anchor-c cage on the inserter and discovered it doesn't work. I wasn't told of this bad instrument, I discovered it myself while I was checking the tray in."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.